Event description:
It was reported by service report that the none of the bed functions were working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
CPR set screw out-of-adjustment.